Manufacturer narrative:
Device not returned

Event description:
It was reported that multiple cartridges did not fit onto the pump. Reportedly, there was an o-ring on the pneumatic tap. The customer removed the o-ring from the pump and cartridge was reloaded onto the pump to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.